Event description:
The customer reported the sensor not retracting from their body properly. The customer reported being unsure whether or not the sensor cannula was still in their body. It was advised that the customer get an x-ray from a health care professional as soon as possible for the customer's safety. The customer was advised to discontinue use of the sensor and to return it for analysis and replacements. The customer's blood glucose value was 125 mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors. One sensors passed per specifications, 2 sensor failed due to sensor was broken and missing parts, unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.